Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® z (no additive) plus urine tube, 1 sample leaked on the automated instrument and spilled into the blood tube of a patient sample resulting in erroneous renal function results. No erroneous results were reported and an additional blood sample was drawn. There was no health impact or consequences reported.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® z (no additive) plus urine tube, 1 sample leaked on the automated instrument and spilled into the blood tube of a patient sample resulting in erroneous renal function results. No erroneous results were reported and an additional blood sample was drawn. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter addr 1: (B)(6). D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.